Event description:
A cgm error 42 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process, after which the issue was resolved, and the caller successfully started their sensor session.